Event description:
It was reported that as the intraocular lens was being implanted the patient's posterior capsule tore and the lens was removed. The physician is unsure if the lens was the cause of the tear or not.

Manufacturer narrative:
The device has not been received for analysis. The relationship between the device and the reported capsule tear was not established. Iol met manufacturing specifications prior to release.